Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with chest pain. The physician diagnosed rv lead perforation, however this was not confirmed with echo and did not demonstrate pericardial effusion. They were unable to identify the location of the rv tip. The lead was repositioned.